Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained 40 mg/ml at a dose of ¿11.7 to 5.8¿ mg/day. It was reported the patient came in for a routine refill the day of report, and the reservoir was completely empty. The patient¿s alarm date was (B)(6) 2018. The event was the patient¿s first refill discrepancy. The pump was refilled, the dose was reduced, and the patient would return in 2 weeks for a volume check. Reported symptoms included watery diarrhea and tremors. The patient reported they started to not feel well on (B)(6) 2017. The hcp called later that afternoon to check on the patient, and the patient reported her symptoms were much improved. No further patient complications were reported.